Manufacturer narrative:
The kodama catheter, lot number 03253589, was received on (B)(6), 2021. Tthe catheter was visually inspected and found to be free of defects. Functional testing was performed and there was no evidence of malfunction. On december 17, 2021 acist received additional information from the user facility. Per the user facility, the kodama catheter was not in use within the patient at the time of the arterial dissection. Based on this information, there is no evidence of a causal relationship between the kodama catheter and the patient dissection.

Manufacturer narrative:
The kodama catheter, lot number 03253589, was received on (B)(6) 2021. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
During an intravascular ultrasound (ivus) procedure using the acist high-definition intravascular ultrasound (ivus) system, model hdi, and acist kodama intravascular ultrasound catheter, the kodama catheter worked fine while performing the first few pullbacks in the right coronary artery (rca). The user experienced resistance while trying to advance and remove the kodama catheter from the obtuse marginal (om) artery and no pullbacks were performed. Subsequently, another run was attempted in the left circumflex (lcx) artery, but no image could be obtained. The catheter was removed from the lcx and resistance was also encountered. At the end of the case, a dissection was discovered in the left main artery.